Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient experienced an out of regulation (oor) message on the patient programmer when trying to change the patient's voltage. The consumer reported successfully bypassing the oor and were able to adjust the voltage. The consumer reported seeing the oor message twice. The consumer reported that the patient would follow up with their current managing healthcare provider. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the consumer reported that the issue was taken care of on date notified. It was stated that they were advised on how to change voltage and now everything seems to be working. There is no further issue at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.